Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral views of lumbar spine preoperatively show pan lumbar disc degeneration wit hcollapse of the disc spaces. Lateral osteophytes are seen at l1/2, l2/3, l3/4 and l4/5. Stenosis is reported but cannot be confirmed. Scoliosis is also reported but not present in these films. Subsequent postoperative films show long construct with contoured rods from t12 to s1 with cross link and capstone spacers at l4 and l5. Reported loss of fixation at the thoracolumbar junction and lumbosacral junction is a known risk of this procedure. They are noted and treated with alif at l5 and reinstrumentation of the construct from t12 to s1. No pmma augmentation is noted. Stopping the construct in the thoracolumbar junction area and insisting insisting onlong constructs are likely reasons for failed surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.